Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (type of investigation), h10, h11 corrected field: h4 analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
The suspected faulty power management board was returned to getinge¿s national repair center (nrc) for evaluation. A technician inspected the power management board per procedure an no visual damage was observed. The technician installed the power management board into the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual. The technician observed that the battery light above the helium gauge on the front of the iabp unit lit up when the ac power was plugged into the wall. The technician could not verify the failure. Subsequently, when the battery was inserted into battery bay #1, the battery proceeded to charge. When the battery was inserted into battery bay #2, the battery also proceeded to charge. The indicator lights on the front of the iabp unit for battery charging and ac power plug notification was lit. The nrc could not verify the batteries not charging and no trouble was found. The power management board passed testing to factory specifications and will be retained in the nrc per procedure. No additional testing required.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge therapy specialist was informed that the customer's biomedical engineer resolved the issue by replacing the pcb, power management, rohs. The biomedical engineer performed safety and functional test to meet factory specifications, and exercised the unit with a iabp system trainer. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during an in-service training, the battery light above the helium gauge on the front of the cardiosave intra-aortic balloon pump (iabp) was not lighting up when plugged into the wall. Although the monitored showed the batteries were gray with a white ac power plug illustration, it was also reported that the end user noticed that the battery in battery bay 2 was depleted and not charging. The battery bay light for battery bay 2 was not flashing and when the battery was moved to battery bay 1, that light did not flash either. The nurse who is also the cardiac cath lab educator reported that she was going to place a biomed request with customer site's biomed department. There was no patient involvement, and no adverse event reported.